Event description:
It was reported that there were eleven minicaps which were observed to have "no iodine". The event occurred prior to patient use, for peritoneal dialysis therapy. The minicap had not been used. This is report 4 of 11 associated in this event, with this lot number.

Manufacturer narrative:
(B)(4). Evaluation summary: a sample was returned for evaluation. The sample was visually inspected with no defects detected. The reported condition was not confirmed, since betadine was present in the minicap. Therefore a cause could not be determined. (B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow up report will be submitted.